Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated by their health care provider. The customer was assisted with the settings on their insulin pump. The customer did not provide any details on what caused the blood glucose levels to rise. The customer did not troubleshoot and did not send the product back for analysis.